Event description:
This event involved a patient who experienced high power event approximately two months and a half post heartware lvad implantation. As per the clinical staff, the patient had been off anticoagulation treatment due to gi bleeding. The patient was reported to have had high flows and high power alarms. He was started on heparin and integrillin. Vad parameters went back to normal but then spiked again, even to the higher levels. For this reason, the physician made a decision to exchange the pump.

Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The product was returned; various analyses were conducted and reviewed in order to evaluate the performance of the lvad pump in relation to the reported event. This included clinical evaluation, review of manufacturing documentation, labeling and instructions for use, visual and functional examination, independent pathology analysis and review of controller log files. The reported event of high power was confirmed on log files and most likely relates to the thrombus identified on pathological analysis. Clinical factors that may have contributed to this event include the interruption in the patient's anticoagulation regimen related to a recent gastrointestinal bleed. Review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. Post explant engineering evaluation did not reveal any conditions that would have contributed to the reported event. Based on the information provided, there is no evidence to suggest that the reported event relates to a device defect. No additional information will be forthcoming.